Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they had to have a gum graph which their periodontist thinks is from the aligners. If this procedure was not done, they would of lost two bottom front teeth. They cannot wear their lower aligner. The patient has a follow with the periodontist pending. Requested letter from doctor and provided information on healing of gum tissue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.